Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had a damaged battery compartment; the blue plastic part where the battery screws in was damaged. The patient's blood glucose at the time of incident was 250 mg/dl. The customer mentioned that when she changed her battery the display would not return. The customer did not know how the battery compartment damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, a21 error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No blank display during test. The insulin pump was received with corroded battery tube, cracked battery tube threads, cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.